Event description:
Following implantation of a pt specific implant, the pt experienced swelling. The surgeon believes that the edema may be related to the patient's mrsa infection. Explantation of the device was scheduled.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was received.